Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 63 alarm at the time of self-test and the pump was not connecting with the transmitter and blood glucose meter.  No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
S/w 4.11d. Retainer ring = black. Pump case: ngp. The patient returned pump for alleged pump error 63, no communication between pump and transmitter, and no communication between pump and bg meter observed on (B)(6) 2022. The pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected alarms/alerts/anomalies noted during analysis. No unexpected insulin flow blocked alarms noted during testing. Successfully utilized thus to download history/trace files. The pump connected successfully with transmitter and bg meter. Pump error 63 was confirmed on (B)(6) 2022 14:30:54.000 with variable 03. The following alarms/alerts noted on event date: stuck key alarm on (B)(6) 2022 20:40:21.000 and 1 no delivery alarm during bolus on (B)(6) 2022 03:17:04.000. All buttons were tested individually for their functionality; j1 connector on pcba 1 was not unlocked during visual inspection. Keypad traces were inspected and found cracked solder joints on pin 1 and 4 of ic u1. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay. Pump error 63 confirmed due to cracked solder joint on keypad traces. The pump connected successfully with transmitter and bg meter. No communication between pump and transmitter, and no communication between pump and bg meter not confirmed. Unresponsive keypad was unconfirmed during functional testing. No stuck button alarms noted during testing. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.